Event description:
It was reported that the cross arm brake handle was broken on the 9600+ system. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the cross arm brake assembly. The system was tested and found to be working as intended and placed back into service.